Event description:
It was reported that after the inflatable penile prosthesis (ipp) implant surgery the patient stated that the left side of his penis is flaccid and he believes he can feel his urethra. When he is erect he only feels the tube on the right side of the penis. The patient believes that the physician implanted both tubes into the right canal as his penis is torquing to the side. No patient complications were reported.